Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia on (B)(6) 2020. It was reported that the customer had high blood glucose levels of 23.1 mmol/l. It was reported that the customer had high blood glucose levels of 33.3 mmol/l at the time of hospitalization. It was reported that the customer was using the insulin pump within forty eight hours of reported high blood glucose event. It was reported that the customer was hospitalized for few days. It was reported that the customer was treated with needles and insulin. Auto mode was not used. Troubleshooting was performed. The insulin pump passed the high pressure test and self test. There were no site issues. Product is not expected to return for analysis.